Event description:
This report is being filed upon notification from our x-ray MFR in (B)(6) to submit this event that happened in (B)(6). Problem: this x-ray system was randomly automatically closing the collimator. The collimator suddenly closed again when a critically ill pt was on the x-ray table. The pt died but it is uncertain as to the cause.

Manufacturer narrative:
Eval method, results and conclusions - the investigation is still ongoing on this event. When the investigation is completed, a follow-up report will be sent to the FDA.